Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the rv (right ventricular) pacing lead was beyond the expected upper range. It also indicated the impedance trend of the rv pacing lead was rising, and that pacing capture threshold in the right ventricle was elevated. (B)(6): ddbb2d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular lead had an increase in threshold and high impedance. A lead revision was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.